Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one sample from one patient. The result was discordant compared to an alternate troponin t method result which was also elevated but not as high as the atellica im result. The initial result was reported to physician(s), who questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one sample from one patient. The result was discordant compared to an alternate troponin t method result which was also elevated but not as high as the atellica im result. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Manufacturer narrative:
Initial MDR 1219913-2022-00448 was filed on dec 22, 2022 reporting an outside the united states customer observed discordant elevated atellica im high-sensitivity troponin I (tnih) result for one sample from one patient. The result was discordant compared to an alternate troponin t method result which was also elevated but not as high as the atellica im result. Additional information dec 27, 2022. The customer observed repeatedly elevated (>99th% IFU cutoff of 45 pg/ml) atellica im 1600 high sensitivity troponin I (tnih) results on one patient compared to alternate testing which was normal. Siemens reviewed available information to evaluate for a potential product problem. Qc was within limits and the results are reproducible/elevated over a significant period of time which is indicative of sample/patient specific cause. Sample 1 (B)(6) 2022, 1799 ng/l. Sample 2 (B)(6) 2022, 1713 ng/l. Sample 3 (B)(6) 2022. 1235 ng/l sample 4 (B)(6) 2022. 1235 ng/l. No additional sample remains for further testing. Sample number 4 also gave an elevated result on an alternate troponin t assay -- tnt = 34 ng/l (reference range < 14 ) which is another troponin cardiac marker. Per the atellica im tnih instructions for use, there are conditions cardiac and non-cardiac other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Without additional testing siemens also cannot rule out interfering substance such as a heterophile antibody as the cause for the elevated result. No potential product issue is observed. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.